Event description:
Insulin was supposed to be infusing at 3 units per hour and was found to be running at 30 units per hour. The bag concentration was 1 unit/ml (100 units in 100 ml). Pt received concentrated dextrose for reversal of profound hypoglycemia (doses and lab values not provided), subsequently recovered without adverse consequences. System log and dataset have been received, investigation is in process. A follow-up report will be submitted when investigation complete.

Manufacturer narrative:
(B)(4).